Event description:
It was reported that the right atrial lead was fractured due to clavicular crush and exhibited capture and sensing anomalies. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun